Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the biopsy channel of the subject device tested positive for coagulase -negative staphylococci (2 cfu/endoscope). This microbiological test result meets the target level* of the (B)(6): elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented. The target level in french guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the subject device tested positive for klebsiella pneumoniae and pseudomonas aeruginosa (total of microbial colony count >100 cfu /100ml). The user facility reported that the subject device had been reprocessed using soluscope 4, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.